Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully completed the reset without the malfunction recurring. The customer was advised to continue using the pump and to call back if the issue reoccurs.